Event description:
Pt reported starting to use a new type of infusion set at the beginning of (B)(6) 2010. Pt stated beginning on the first day of use; she started getting irritation at the insertion site. Pt reported for the past week the plaster on the infusion set is wet. Pt stated she thinks the connection is not good. Pt reported her blood glucose level is normal. Pt uses the insertion assist plus device to insert the infusion sets. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.